Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The explanted device was received at hq.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the electrode through the tympanic membrane. Further during device investigation damage to the active electrode caused by device minute mobility was found. In addition, the magnet force was no longer within specification, which is likely related to the cancer treatment or magnet resonance imaging. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The explanted device was received at hq. The user has been re-implanted.